Event description:
It was reported that when using advantage sim md and selecting multiple series, there was a mismatch of series label that occurred for structure sets between the image view and user interface. Some structure sets generated cannot be read by treatment planning system at the site. There has been no injury reported due to this issue. However, if inconsistent series labels are not detected, this issue can lead to potential inadequate treatment of tumors.

Manufacturer narrative:
The alleged mismatch was confirmed between the voxtool view (vv) or image view and the user interface (ui) on the left panel during an on-site visit by ge clinical applications. Further investigation revealed series label on the ui remained correct and matched the series number. The vv showed correct series number but incorrect series label. It was found that incorrect labeling occurs when multiple series (non-4d images) of the same exam with different series dates were selected and loaded simultaneously in advantage sim md. Since the ui with vv are not synchronized and have different sorting mechanisms during multiple selection, a mismatch develops between the two when the conditions mentioned are met. The issue was found reproducible in-house during engineering investigation. Clinical analysis further determined that the issue is not immediately obvious to the users.